Event description:
Pt admitted 9/10/97 with complaint of chest pain. Underwent unsuccessful ptca to rca. Required emergency CABG x 3 and insertion of biventricular support system. On 9/12/97, pt was referred to or for evacuation of a mediastinal hematoma. No obvious source of bleeding in the chest was found. On 9/17/97, pt returned to or for explantation of the biventricular assist device. Anesthesia noted pt's et tube to be clogged with clots and pt's o2 saturation decreased to 70% on 100% o2. The et tube was replaced. A bronchoscopy showed blood clots and fibrinous debris present in the right mainstem bronchus. The o2 saturation improved ultimately to 100%.